Event description:
It was reported the health care professional was trying to demonstrate the device's alert tones to the patient; however, no tone was elicited. Two of the alerts were programmed on. A second attempt was made but no tones could be heard from the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.